Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised chair slowing down to a complete stop with no error code. Dealer advised when turn chair off and back on it works fine.